Event description:
A nurse reported the system shut down during a procedure. The system was switched out and the case was completed without patient harm or injury.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported event. The system met all product specifications. The root cause cannot be determined in this investigation. (B)(4).